Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptable criteria.

Event description:
The customer report that her blood glucose reached 500 mg/dl less than 2 hours after the pod was activated. She was trying to deliver a bolus of 5.0 units of insulin and the pod began to alarm. The pod was removed and she noticed the needle did not deploy the cannula into the infusion site.